Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were pus coming out and pain. Antibiotics were prescribed. Infection was device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model #: sc-4318, lot #: 18442547, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were pus coming out and pain. Antibiotics were prescribed. Infection was device related. The patient underwent an explant procedure.